Manufacturer narrative:
Additional information provided in section h.6 and h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr). The system found to meet all cosmetic and performance standards (at that time). Surgical/clinical factors were attributed to issues reported. As such, the root cause was ¿unrelated to the functionality of the device.¿ the root cause of the reported ¿not delivering air¿ could not be conclusively identified, based upon the information obtained. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Surgical/clinical factors were attributed to issues reported. As such, the root cause was ¿unrelated to the functionality of the device.¿ the root cause of the reported ¿not delivering air¿ could not be conclusively identified, based upon the information obtained. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
The physician reported that an ophthalmic operating system was used for the vitro retinal surgery. During the surgery the system pressure was too high, and physician attempted to switch to air mode, but system did not deliver the air and patient had poor vision, severe hypotony and patient received decaline injection to flatten the retina. The surgeon attempted to inject silicone, but instead of using the trocar as recommended. The surgery was completed on the same day with another system. The current condition of the patient condition was unknown. Additional information has been requested and none received till date.